Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a heavily calcified, mildly tortuous lesion in the left anterior descending (lad) artery. During the procedure, a perforation occurred. The 2.80x19mm rx graftmaster stent delivery system (sds) was advanced; however, failed to reach the perforation due to the patient anatomy. Another graftmaster was used to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.